Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did a meter to lab comparison test during a routine doctor visit. She said that the test was done side by side (within one minute). The reading on her meter was 250 mg/dl, and the lab test result was 202 mg/dl. She stated that she had a headache. No other symptoms were reported.